Event description:
Information received notes that during a follow-up, the patient complained of increased fatigue in recent months and "a feeling of the heart stopping to beat at exercise". Interrogation found that the basic rate had changed from 60 ppm to 40 ppm. The device couldn't be programmed out of 2.5v and there was no indication of p-wave sensing. Reprogramming the basic rate to 60 ppm resulted in mode switching although mode switch was not programmed on.